Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version = 4.11d retainer ring = black customer returned pump for an alleged low battery alert found on (B)(6) 2021. Pump received with high seep current, problem isolated to the pcba 2. Verified cause of high sleep current using a test pcb2 board. Pump passed active current measurement, displacement test, and self test. The test p-cap locks properly in place in the reservoir compartment noted.pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. Thus was utilized and downloaded trace/history files properly. No low battery alert during testing, however, confirmed pump alarmed low battery alert on 07/30/2021 at time 23:58:00.000 due to corroded battery tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: pillowing keypad overlay and corroded battery tube. Low battery alert confirmed in pump history due to corroded battery tube. Confirmed high sleep current, problem isolated to the pcba 2.

Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.